Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and systemic lupus erythematosus ("lupus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and pyrexia and depression ("depression"). The patient was treated with surgery (on (B)(6) 2015, full hysterectomy). Essure was withdrawn. At the time of the report, the abdominal pain, systemic lupus erythematosus, depression and procedural pain outcome was unknown. The reporter considered abdominal pain, systemic lupus erythematosus, depression and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced lupus (seen as systemic lupus erythematosus - sle) and severe abdominal pain. Abdominal pain is anticipated in the reference safety information for essure while sle is unanticipated. A full hysterectomy with essure removal was performed approximately 6 years after insertion. Abdominal may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Sle is an autoimmune disorder and, although the specific cause of sle is unknown, multiple factors are associated with the development of the disease, including genetic, epigenetic, ethnic, immunoregulatory, hormonal, and environmental factors. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between the event sle and this device was considered unrelated. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain"), systemic lupus erythematosus ("lupus") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis. Concomitant products included hydroxychloroquine since 2017 for rheumatoid arthritis. In may 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), depression ("depression / depression"), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and pyrexia ("chronic fevers"). On (B)(6)2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and pyrexia, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and uterine mass ("lumps in uterus"). The patient was treated with escitalopram, pantoprazole and surgery (on(B)(6)2015, full hysterectomy, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, systemic lupus erythematosus, procedural pain, depression, bipolar disorder, vaginal haemorrhage, fatigue and uterine mass outcome was unknown, the genital haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the pyrexia was resolving. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, procedural pain, pyrexia, systemic lupus erythematosus, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2009: full occlusion of fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received events added from pfs- bipolar disorder, abnormal bleeding, vaginal bleeding, menorrhagia, lupus disorder and depression, cramping and lumps in uterus, abdomen pain clubbed to previous events reporter information added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain"), menorrhagia ("abnormal bleeding menorrhagia"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and systemic lupus erythematosus ("lupus") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis. Concomitant products included hydroxychloroquine since 2017 for rheumatoid arthritis. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal pain, menorrhagia, dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("depression / depression"), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("abnormal bleeding vaginal"), fatigue ("fatigue") and pyrexia ("chronic fevers"). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine mass ("lumps in uterus"), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and pyrexia and abdominal pain lower ("cramping"). The patient was treated with escitalopram, pantoprazole, surgery (full hysterectomy with bilateral salpingectomy), essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, uterine mass, systemic lupus erythematosus, procedural pain, depression, bipolar disorder, vaginal haemorrhage and fatigue outcome was unknown, the menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the pyrexia was resolving. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, procedural pain, pyrexia, systemic lupus erythematosus, uterine mass and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received : the seriousness criteria and non drug treatment added for events dysmenorrhea, menorrhagia. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced lupus (seen as systemic lupus erythematosus - sle) and severe abdominal pain. Abdominal pain is anticipated in the reference safety information for essure while sle is unanticipated. A full hysterectomy with essure removal was performed approximately 6 years after insertion. Abdominal may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Sle is an autoimmune disorder and, although the specific cause of sle is unknown, multiple factors are associated with the development of the disease, including genetic, epigenetic, ethnic, immunoregulatory, hormonal, and environmental factors. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between the event sle and this device was considered unrelated. This case was regarded as incident since intervention was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.